Manufacturer narrative:
The subject device is not available

Event description:
It was reported that when attempting to deploy the stent, the distal struts opened and the entire stent started moving proximally with the delivery catheter. It never came out of the delivery catheter. After removing the delivery catheter, the stent was noted to be deployed in the guide catheter rotating hemostatis valve (rhv). There were no clinical consequences to the patient.